Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's failure to retract. The incorrect installation of the hard cannula also resulted in damages to the slide retract. The data presented an 0x18 alarm, indicating the device operated until reaching an empty reservoir. The plunger reached the bottom of the reservoir. The device operated as intended in this regard.